Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is not part of any advisory population, had a monitoring voltage of 2.70 volts and a 22.3 second charge time after implant of 40 months. There was an allegation of premature battery depletion against the device. There was no report of adverse patient symptom.

Manufacturer narrative:
To date, this medical device has been returned to the boston scientific crm post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated.